Event description:
It was reported to boston scientific corporation that a multibite biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps would not close. No biopsy sample could be collected with the device and it was removed from the scope without any difficulty/resistance. The procedure was completed with another multibite biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4), (jaws won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; that the jaws won't close. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a multibite biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the forceps would not close. No biopsy sample could be collected with the device and it was removed from the scope without any difficulty/resistance. The procedure was completed with another multibite biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.